Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand surgery procedure on (B)(6) 2018, the tip of the drill bit k-wire attachment for threaded hole in the variable angle (va) hand set broke off. The drill bit was connected to the stryker power using a jacobs chuck. The broken fragments of the drill bit were recovered using an unknown needle driver and another drill bit k-wire was used to continue the procedure. There was no surgical delay and procedure was completed successfully. Patient outcome is stable. Concomitant devices reported: stryker power (part #: unknown, lot #: unknown, quality #: 1), jacobs chuck (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) 1.5mm drill bit/k-wire attachment for threaded hole. This is report 1 of 1 for complaint (B)(4).